Event description:
Device 1 of 5. Reference MFR report: 1627487-2014-21637, 21638, 21639, 21640. The pt (B)(6) received a peripheral (off-label) system. It was reported the pt was unable to increase stimulation amplitude. Diagnostics indicated multiple invalid and low impedance values; however, the sjm representative was able to restore effective stimulation via reprogramming. Follow-up identified the pt underwent surgical intervention to address partial pull-out of the lead from the ipg header. On further investigation, the physician observed the lead/extension was corroded and one of the rings from the inner port of the extension was detached. The physician proceeded with cleaning the lead contacts and explanting/replacing the extension. Additionally, the physician reported experiencing difficulty inserting the new extension into the ipg port. At this time, the pt's original leads, new extension and ipg remain implanted. Further follow-up identified the pt is being referred for alternative treatments to address stimulation issues due to sub-optimal coverage of paresthesia.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.